Event description:
A patient reports their personal diabetes manager (pdm) battery is swollen and the pdm back is opening. In addition the pdm is having to be charged 2 to 3 times daily as it is not holding a charge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned that the pdm battery was swollen and was no longer holding charge. The pdm battery that was returned with the pdm was disposed of during device receiving. A known good battery was inserted into the pdm. It could not be conclusively determined during the investigation if the returned battery was swollen. The cause of the reported event could not be determined. Inspection of the android log files downloaded from the pdm found that the pdm was plugged in constantly for the last week of use. The battery drain of the pdm during operation could not be observed as the pdm battery was not unplugged and allowed to drain during the last week. It could not be conclusively determined if the pdm battery was able to hold charge. The cause of the reported battery drain issue could not be determined.